Event description:
It was reported that during a procedure, the device locked on tissue on the initial firing. The device had to be manually pried open. Another device was used to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the el5ml device was rec'd non-functional. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.